Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that questions were raised regarding the settings of this device. Boston scientific technical services (ts) and engineering reviewed the device data disk and noted the device was programmed off and then three days later programmed back to monitor and therapy. The field representative confirmed that the patient had a procedure performed in another hospital. The procedure was not related to the implanted device. It is unknown if the programming was intentional. No adverse patient effects were reported.